Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was connected to a patient but continuously showed distal occlusion even after troubleshooting, so it was disconnected from the patient before the infusion began. This occurred during programming/ setup at the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream sensor reading. The force sensor no tube calibration is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.